Event description:
Patient presented to the physician with redness and purulent discharge at the chest incision site. Examination revealed the incision was not fully closed. Patient also reported persistent slurred speech. Physician prescribed antibiotics. Patient returned for a follow-up appointment with no improvement. Physician prescribed a second round of antibiotics and will re-evaluate in one month.